Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet did not reliably charge on a wireless pad until the user repositioned the device and confirmed the pad¿s green indicator light, and on some occasions the user restarted the ilet to restore charging. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and education on proper charger alignment and confirmation of charge indicators. Investigation of this case revealed user technique issues related to device placement on the charging pad, with the device resuming charging when correctly positioned and indicated by pad light and device vibration. It was concluded, based on previously established findings for similar reports, that the cause was use error related to charger alignment.